Manufacturer narrative:
On an unreported date in 2016, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause, treatment, and outcome of peritonitis were not reported. The action with pd therapy was not reported. No additional information is available.